Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number- additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a detached wire is confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. It is reported that the sensor wire remained under the patient's skin. No additional even or patient information is available.it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.